Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula was kinked event on 21-feb-2026. The event occurred within three hours of insertion. The insertion site was arm. The blood glucose level was high (541mg/dl) and the patient was treated with correction injection via multiple daily injections.the patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.